Event description:
It was reported by dealer that the left side frame broke at the weld, just below the wheel axle on the t4x24rda wheel chair. The dealer states that this unit is for general use by a company that transports patients around. The dealer had no further information to provide.